Event description:
It was reported an air embolism occurred. After the 24mm watchman flx laa closure device had been deployed, the patient experienced bradycardia and hypotension. Upon review of the fluoroscopy, there appeared to be a small amount of air noted. The patient received medication support, and was already on ventilation support. The patient was monitored until vitals returned to baseline. The procedure was finished and the 24mm device was released. No further issues were noted to have occurred and the patient was monitored until complete recovery.